Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image produced by the catheter was unclear and had black shadows. Further investigation revealed that the imaging window had detached during the procedure. The procedure was completed using another catheter of the same model. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and that the imaging window had detached at the lap joint section but was not returned for analysis. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at the distal end of the catheter, 30-40 cm from the distal housing.

Manufacturer narrative:
H6: evaluation method codes - updated. The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and that the imaging window had detached at the lap joint section but was not returned for analysis. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at the distal end of the catheter, 30-40 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image produced by the catheter was unclear and had black shadows. Further investigation revealed that the imaging window had detached during the procedure. The procedure was completed using another catheter of the same model. No patient complications were reported.